Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es patient results and quality control results were obtained while using the vitros eciq analyzer. Ocd field engineers performed service to multiple analyzer subsystems including the reagent metering, well wash, and signal reagent metering subsystems. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue. There is no evidence that the vitros trop I es reagent malfunctioned.

Event description:
The customer obtained multiple, higher than expected vitros trop I es quality control results for a known troponin free sample (hsdb results = 0.068, 0.105, 0.112, and 0.118 ng/ml vs. Expected result of < 0.012 ng/ml). The customer also obtained non-reproducible, higher than expected vitros trop I es patient results (patient a result = 0.095 ng/ml; patient b result = 0.167 ng/ml; patient c result = 0.093 ng/ml) while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were not reported from the laboratory, as the customer is not currently reporting vitros trop I es patient results from the vitros eciq analyzer. There were no allegations of harm to patients as a result of this event. (B)(4).